Event description:
The facility reported that the scissor blade broke. There was no indication of impact to the patient.

Manufacturer narrative:
The investigation showed that the scissor was used to cut a hard object which is contrary to the intended use of the device.